Event description:
It was reported that there were observations of undersensing on the right atrial (ra) lead. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.